Manufacturer narrative:
B2: retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was admitted to the hospital on sunday for unrelated issue and was still in the hospital. The caller stated last night the patient was having problems not going to the bathroom and they put a catheter in. The caller was wanting to know what to do. The agent reviewed due to condition of patient it would be best to inform the patient's doctor to see what would be appropriate. The agent reviewed the option to increase stimulation or make sure therapy was on. The caller stated that they were at home and the patient was still at the hospital . The caller statedthey had never used the equipment . The agent reviewed if the doctor felt like it was appropriate, patient services could help to adjust settings. The agent redirected the caller to the healthcare provider (hcp).

Event description:
On 2025-dec-09 additional information was received from the patient. They reported that they did not experience retention prior to the device. They also said the retention has not worsened as a result of the device/therapy. Catheterization was the patient's standard of care prior to the device.

Manufacturer narrative:
B2: retention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.